Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA number (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) on the homechoice (hc) during dwell 4 of 5. Technical service representative (tsr) cleared the error and informed the home patient (hp) of the error meaning. The hp had not disconnected prior to the alarm. The tsr reviewed proper procedures with the hp. The hp stopped therapy for the day. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).